Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported during surgery (after inserting the trocars, before commencing core vitreous removal); the surgeon realized the vitreous was not being cut. The cutter was removed from the eye and tested in the gallipot at high vacuum. The cutter was then reinserted into the eye with the same outcome. There was no patient impact.

Manufacturer narrative:
The product was returned and the evaluation was completed. The evaluation showed that the needle was bent, with the inner needle binding up, and confirmed that the cutter did not cut. Due to the damaged condition in which the product was returned, a root cause could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. This investigation is complete.